Event description:
Patient had arthroscopic surgery at which time a stryker 2-day pain pump was placed for post-operative pain management. They are allegedly designed to be easily removed by the patient at home at the designated time. The patient reported meeting resistance when attempting to remove the pump catheter. The patient called the 800 number for stryker per the patient brochure recommendation. Patient reached a recording stating "if this has to do with your catheter removal call your doctor." Patient called the physician's office and was instructed by the office nurse "to pull harder", that it would not break. The patient did as instructed and the pump catheter broke off in the shoulder. The catheter had a radiopaque line in place and was visible on x-ray. The retained catheter was surgically removed and appeared to be intact with no missing fragments.